Event description:
It was initially reported that the patient had a postoperative incisional line infection at the generator incision site. The infection resolved after treatment with oral antibiotics. There was no reported manipulation or trauma that contributed to or caused the infections. There were no cultures taken. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.